Event description:
The olympus endoscopy support specialist (ess) reported, during a refresher reprocessing / customer competency and repair reduction evaluation/in-service requested by the user facility, the evis exera iii duodenovideoscope was being reprocessed incorrectly. No patient injury reported.

Manufacturer narrative:
The olympus endoscopy support specialist (ess) noted that during the reprocessing in-service, the customer was not completing all of the steps for manual cleaning. The customer completed steps through aspirating with detergent solution, but did not flush the channels with detergent solution, flush distal end with water, rinse/flush scope with water or flush with air. The ess reviewed all of the steps of pre-cleaning, leak testing and manual cleaning with the staff members. The customer demonstrated leak testing and manual cleaning steps and understood the process. The ess also performed an infection control in-service for the staff. The ess reviewed infection control information referenced in the user manual and reprocessing manual. The customer used an olympus oer-pro automated endoscope reprocessor (aer) to reprocess the scopes. The ess recommended the customer follow the instructions and guidelines of the product. Additional recommendations were to discard disposable valves at pre-cleaning in the procedure room, have larger sinks so scopes could be loosely coiled to reduce wear and tear on the angulation system and for passing a brush through the channel, and to verify if the non-olympus cleaning brush was validated to be used on olympus scopes. The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the customers understanding differed from olympus recommendation in device handling and reprocessing steps. The ess representative completed a thorough retraining on how to properly reprocess the device. The root cause of this event was unable to be identified. The following is included in the instructions for use: ¿1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them.¿ olympus will continue to monitor field performance for this device.